Event description:
2005 approximately 7:20 am a patient was reported to be nearly passing out. At this time, the patient's bg was tested and the result was 72 mg/dl. Paramedics were called and arrived approximately 10 minutes later and tested patient's bg with their meter, the result was 34 mg/dl. Patient was transported to the hospital.